Event description:
Patient arrived to clinic on (B)(6) 2024. Interrogation of his vad was noted to have a battery fault alarm for the past month. Log files sent to abbott. Emergency back-up battery replaced.